Manufacturer narrative:
Belt sn (B)(4) has not yet been recovered from the field. Monitor sn (B)(4) was returned and evaluated at zoll manufacturing corporation. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. The review of the software flags consisted of an analysis of the downloaded data to identify any fault flags or unusual patterns of software flags. The software flag files did not suggest a device malfunction that would contribute to the inappropriate treatment. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the device, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the audio messaging and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction contributing to the defibrillation event.

Event description:
A us distributor contacted zoll to report that a patient was treated prior to passing away on (B)(6) 2018 while wearing the lifevest. The patient was at home eating breakfast with his family at the time of passing. The patient's son reported that the patient slumped over and that the lifevest did not alarm until "about 10 minutes after." CPR was performed by the patient's son and ems who were called to the scene. It was reported that ems disconnected the patient's electrode belt due to the device alarming. After the device was removed, the patient was transported to the hospital via ambulance. Per review of the event, the patient's rhythm first transitioned to an idioventricular rhythm at 40 bpm, degrading to asystole. The lifevest delivered a treatment shock at 07:47:11am while the patient was in asystole. Oversensing of the low-amplitude cardiac signal and CPR artifact contributed to the false detection. There is no evidence that the treatment caused or contributed to the death as the patient was already in a non-life sustaining rhythm.